Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to wear on the electrical contacts of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope presented image noise. There was no patient involvement.

Manufacturer narrative:
Updated fields: h4 - device mfg date, h11 additional mfg narrative. Corrected fields: b5 - describe event or problem, h6 - adverse event problem. Correction is being made to previously submitted b5 - describe event or problem, which was not late. Correction (additional coding) is being made to previously submitted h6 - adverse event problem to reflect finding of scratches on the video connector, including worn metal contacts. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure.

Event description:
The device evaluation identified scratches on the video connector, including worn metal contacts.